Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek inrange meter serial number (B)(4) compared to the laboratory results. On (B)(6) 2018 the result from the laboratory with venous blood was 4.1 inr and the result from the meter with a fingerstick was 5.5 inr. On (B)(6) 2018 the result from the laboratory with venous blood was 4.1 inr and the result from the meter was 5.6 inr. On (B)(6) 2018 the result from the laboratory with venous blood was 4.5 inr and the result from the meter was 6.3 inr. There was no allegation of an adverse event.